Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of october 2023. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked. The event was further described as ¿cassette was wet at the bottom¿. This was observed after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.